Event description:
The customer reported, "unable to shock with internal paddles". No patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.